Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his work area has dust and ash that could clog the device. Customer's blood glucose was 500 mg/dl. Device alarmed no delivery alarms. Customer mentioned the alarm was resolved by a complete set change. Customer had noticed bent cannulas before. After troubleshooting, customer will not be returning the device for analysis.